Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19march2019. Philips field service engineer (fse) confirmed error #5000 in the device history report. The fse replaced the sensor printed circuit board (pcb) to address error #5000, the unit passed all performance tests and was ready to be returned to service.

Event description:
Philips field service engineer (fse) reported occlusion alarm (error code 5000). There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 30may2019, date rec¿d by MFR : 29may2019. A sensor board was return for analysis. An investigation was performed and the reported issue could not be duplicated, there was no fault found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.